Event description:
It was reported to philips that the device would not power on after replacing the battery. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
B4:(B)(6)2021 a philips field service engineer (fse) was dispatched to the customer site and it was determined that the power management pcb and power supply unit needed to be replaced to return the device to working condition.the fse replaced the power management pcb and the power supply unit. The device passed performance verification testing. Following the repair, the device was placed back into service. The power supply was returned and a philips repair technician tested the device. During debugging, found cr8 (sensitive gate silicon controller rectifiers) leads 1 and 2 are shorted and q9 (transistor) leads drain source is shorted. The shorted cr8 and q9 created the 0 volt output.